Event description:
Caller reports that patient tested 1.9 inr on device while testing 2.5 inr on a second device during duplcate testing. No action was taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.